Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a renal transplant on an unknown date and suture was used. During the procedure, the thread split during anastomosis. There were no adverse patient consequences reported. The surgeon opined that there is the potential for harm, if not recognized during suturing. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/13/2020. A manufacturing record evaluation was performed for the finished device lot number pbq073, and no non-conformances related to the reported complaint condition were identified. Additional h3 investigation summary: an empty labeled winding former and a strand double armed broken in two sections of product code 8720, lot # pbq073 were received for evaluation. During the visual inspection of sample, the swage and attachment area of the needles were noted to be as expected and the ends of the suture pieces were observed with damage (split) and stress caused by use and surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the breakage suture is an improper handling.